Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was 550 mg/dl. Customer treated their high blood glucose levels via manual injection. Customer's current blood glucose level was 285 mg/dl. Customer performed and passed both the high pressure test and displacement test. Customer was admitted into the (B)(6) hospital in (B)(6) on (B)(6) 2018 at 3:30 pm. Customer was placed on insulin drip while at the hospital. The insulin pump will not be returned for analysis. Frn-model unknown ¿ reservoir. Infusion set . Unomedical infusion set.